Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They states the harvester was having trouble with (cannula and btt) tunnel distention and difficulty seeing the vein during dissection and harvesting the branches. Co2 were per the IFU. They changed insufflating tubing and no change. They also opened a new kit and didn't see any improvement. They also submerged the distal end of the insufflating tubing into a bowl of saline and did note bubbling, indicating they had flow of co2. No procedural delay. A replacement device was used to complete the procedure. No injury/harm to patient.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 04/20/2023. An investigation was conducted on 05/11/2023. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The btt was not returned for evaluation. Signs of clinical use and evidence of blood was observed on the tip of the intact c-ring. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4) due: 01/31/2023). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2195 sccm. Based on the condition of the device, the reported failures "improper flow or infusion" was not confirmed. The lot # 3000304433 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They states the harvester was having trouble with (cannula and btt) tunnel distention and difficulty seeing the vein during dissection and harvesting the branches. Co2 were per the IFU. They changed insufflating tubing and no change. They also opened a new kit and didn't see any improvement. They also submerged the distal end of the insufflating tubing into a bowl of saline and did note bubbling, indicating they had flow of co2. No procedural delay. No injury/harm to patient.